Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing of noise and low amplitudes resulting in an inappropriate shock. The electrode was subsequently explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing of noise and low amplitudes resulting in an inappropriate shock. The electrode was subsequently explanted and expected to be returned for analysis. No additional adverse patient effects were reported.